Event description:
A device was used during a low anterior resection procedure. The device would fire all of the staples. The staples that were fired were malformed. The case was completed with a same like device with no pt consequence.